Event description:
Reported blood glucose results of "298 mg/dl" with the lifescan meter and "135 mg/dl" on a lab device, performed within 10 mins of each other. Between the tests there was no intervention that would be expected to change the blood glucose. The meter, test strios and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not rec'd them.